Manufacturer narrative:
(B)(4). D10: 11-363662 biomet 36m cocr head j7813132. G2: foreign: australia. Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a stem revision approximately 12 weeks post-implantation due to disassociated bone on the stem. The stem was removed and replaced.